Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump quit working and it went dead. Customer¿s blood glucose was 210 mg/dl. Customer stated that customer changed battery but insulin pump did not start up. Customer performed troubleshooting for the issue but display did not returned. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.